Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2020-00701.

Event description:
It was reported a mas inserter broke while removing a previously-implanted screw and a universal screw inserter while installing a replacement screw during a revision surgery. The tip of the first inserter remained in the removed screw. The tip of the second inserter remains captured in the replacement screw head under the rod. A third driver was used to successfully complete the procedure. This is report two of two for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed for two returned inserters for the failure of tip fracture during operation. Visual inspection of the returned devices reveals that both tips are fractured. Medical records were not provided for review. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the inserters were being used or handled at the time of the damage. DHR review and related actions the full DHR was unavailable for review. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported a mas inserter broke while removing a previously-implanted screw and a universal screw inserter while installing a replacement screw during a revision surgery. The tip of the first inserter remained in the removed screw. The tip of the second inserter remains captured in the replacement screw head under the rod. A third driver was used to successfully complete the procedure. This is report two of two for this event.